Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates : exceed cup size 48, head ceramic size 28, exceed polyethylene insert size 28. Report source, foreign - event occurred in (B)(6). Device evaluated by MFR? The device was not evaluated as the batch number was not communicated and the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not be reviewed as lot number of the product was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial hip arthroplasty on (B)(6) 2013 . During this initial hip arthroplasty, the patient suffered fissure calcar which was resolved with cerclage.

Event description:
It was reported that the patient underwent implant surgery and suffered calcar fissure intraoperatively which was resolved intraoperatively with cerclage. No additional patient consequence were reported.

Manufacturer narrative:
(B)(4). No x-rays or surgical notes were provided. The reported event could not be confirmed. The device manufacturing quality record could not be reviewed as lot number of the product was not communicated. 4 similar complaints (including the current complaint) have been recorded regarding a "bone fracture" on gts femoral stems (all references) since one year. Clinical data was received : patient is overweight (bmi 26.2), has a height 145 cm, with activity level normal and bone quality not normal. Also, the patient is very small, which may explain some bone fragility or at least a very small volume of the proximal femoral metaphysis. With the available information, the exact root cause of the event could not be determined. Please note that the bone quality was described as not normal and that the patient had a very small volume of the proximal femoral metaphysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.